Manufacturer narrative:
Final analysis of the device revealed no anomaly, normal device function. The pump passed all non-destructive testing. The catheter was not returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The pt experienced signs of overdose. The hcp suspected a device malfunction. The pump was replaced. There was reported to be "no pt injury". It was also reported that the pt "recovered without sequela". The device system was used to deliver lioresal.